Event description:
It was reported that the pump's housing was cracked after the customer fell on it, leading to a piece popping out, although the customer managed to reassemble the pump. The issue caused the pump to malfunction, preventing the delivery of insulin. There was no adverse impact on the customer's blood glucose level. The customer stopped using the pump due to the problem and switched to multiple daily injections for insulin therapy. Technical support was involved, indicating the need to potentially replace the pump if cartridge loading issues persisted, and follow-up communications took place.